Manufacturer narrative:
Problem code captures the reportable event of fiber tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail tractip single use laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga console. According to the complainant, during the procedure, after a few minutes of use the tip of the fiber detached inside the patient. The detached tip was retrieved using a basket. The procedure was completed with another laser fiber. There were no known adverse patient effects reported as a result of this event.